Manufacturer narrative:
(B)(4). This complaint for a leak is confirmed because it was reported that the home patient forgot to close the transfer set after ending therapy. The cause was determined to be use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in drain 3 of 4 on a home choice (hc), disconnected earlier and forgot to close his transfer set . The drain volume (dv)=275ml and fluid leaked out of the hp. They ended therapy and the technical service representative (tsr) referred the hp to the registered nurse (rn) regarding ending therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code is unknown. The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.